Event description:
On (B)(6) 2012, company rep reported, the pt's infusion device is not working. Company rep stated, the pt reported, he is currently on the backup infusion device because, the device is "misfiring." Company rep requested pt be called back. On call back, pt reported the infusion device works electronically but he stopped using it because, it doesn't work. Pt had difficulty explaining what he meant by this statement. Pt stated, he had not used the infusion device for 2 weeks. Pt reported, the power went out in his home and the infusion device has not worked correctly since that time. Pt stated, he experienced an elevated reading in the 500's mg/dl. Pt's normal blood glucose range is 110-200 mg/dl. Pt reported, his blood glucose level got better while on the backup infusion device. Pt stated, his elevated blood glucose readings usually depend on whether or not he is properly hydrated. Pt reported, he used the cartridge for 10-11 days. Advised to use cartridge for 6 days. Pt began having trouble describing what went wrong with the infusion device. Advised will send a trainer out. On (B)(6) 2012 clinical specialist reported pt is believed to have dementia and trainer is coordinating training session with pt's wife. On (B)(6) 2012, clinical specialist reported, pt's wife reported, pt's infusion device began alarming after she changed the time to daylight savings time; wife called for assistance. The problem was fixed but then the pt began experiencing elevated blood glucose levels. Pt's diabetes educator placed pt on backup infusion device and his blood glucose level continued to be elevated. Pt's wife stated they finally realized the issue was caused by problems with the pt's infusion insertion site. On callback on (B)(6) 2012, pt's wife reported, the alarm was coming from the alarm clock on the infusion device. Wife stated, the pt is currently on the backup infusion device and his blood glucose levels are back to normal. Wife reported the infusion sets the pt used were not delivering insulin; and the infusion device was not alarming to let them know insulin was not being delivered. Wife reported she informed the trainer and they replaced the infusion sets and the infusion sets have been working fine on the backup infusion device. The alleged infusion sets have been discarded. Product was replaced and requested return of the alleged infusion device for eval.